Manufacturer narrative:
Retainer ring = black. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2021. The customer alleged possible under delivery anomaly. The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0870 inches. No under delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, partially broken off retainer, missing reservoir tube o-ring and partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Please see below for the bolus listed on the event date (B)(6) 2021 in the formatted history file. (B)(6) 2021 07:17:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 15 bolusamountdelivered = 15 there was no auto suspend noted in the formatted history file. There was a user suspend noted on the event date. (B)(6) 2021 08:11:52.000 insulindeliverystopped. Reasonforinsulindeliverysuspension = user suspended. The insulin pump passed the functional testing. Unable to confirm alleged diabetic ketoacidosis-high blood glucose's. The customer alleged possible under delivery anomaly was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was hospitalized on (B)(6), 2021 due to high blood glucose level and diabetes ketoacidosis. The high blood glucose level of customer was 600mg/dl. Current blood glucose level was 469 mg/dl. It was known that customer was using the insulin pump system within 48 hours of reported high blood glucose event. It was known that the auto mode feature was not active at the time of incident. Customer did allege that insulin pump was under delivering insulin. Customer was spitting blood. Customer was treated with calcium, scheme, fluid delivery. Customer tested positive for ketone. The insulin pump will be returned for analysis.